Event description:
A peripheral intravenous lin (piv) catheter was being placed. The tip of the plastic catheter was bent off of needle, pt needed to have a second attempt for an IV. Manufacturer response for bd insyte autoguard 24gx 3/4", bd insyte autoguard 24gx 3/4" (per site reporter): (B)(4) from bd said this was the first time she heard of this issue. She will submit a quality report/complaint.